Event description:
Patient developed paresthesias in bilateral hands and in face, occurring concurrently with course of tms on h7 brainsway deeptms ocd coil. Neurological exam was unrevealing, but MRI revealed. FDA safety report ID# (B)(4).